Event description:
Boston scientific received information that about two months ago there were stored episodes showing oversensing and several seconds of asystole. This was reproducible during isometrics. The patient complained of a sinking feeling when this occurs. Noise and oversensing were observed on the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and the local sales representative stated that programming options would be discussed with the physician. The physician was considering a revision procedure in the near future. The patient is pacer dependent. Subsequently, additional information was received from the local sales representative stating that the duration of episodes with asystole is unknown. The physician noted noise on the rv lead and programming changes have been made. A future procedure to replace the rv lead will take place.

Event description:
Additional information received from the local sales representative stating that this rv lead was surgically abandoned. A new rv lead was successfully placed. No adverse patient effects were reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device and rv lead remains in service. Should additional information become available this investigation will be updated.